Manufacturer narrative:
Results: the ruby coil pet lock was intact. The pusher assembly was kinked 41.0, 66.0, and 68.0 cm from the proximal end. The coil was detached from the pusher assembly and severely damaged. Conclusion: the complaint has been evaluated. The complaint indicated that the physician had issues deploying the ruby coil in the patient. Evaluation of the returned devices revealed the ruby coil's pusher assembly was kinked and the coil was severely damaged. Pusher assembly kinks typically occur due to improper handling during use. If the pusher assembly is manipulated forcefully at an angle during insertion into the patient, damage such as this may occur. The damage found on the coil may have been due to advancing the ruby coil with a damaged pusher assembly, which can cause resistance upon advancement. Ruby coils are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the pusherwire of a ruby coil became kinked while advancing into another manufacturer's catheter. The procedure continued successfully using a new ruby coil. There was no report of an adverse effect on the patient.